Event description:
Arjo was informed about an incident that occurred during a patient transfer in the shower room. During the transfer to the carino shower chair, the sara stedy floor lift was pushed firmly against the carino. While the patient was attempting to stand up, an unexpected event occurred that prevented the patient from being properly seated on the carino. As a result, the patient slid forward on the carino chair and was at risk of falling. The care staff intervened promptly and guided the patient to the floor to prevent a fall. During this maneuver, the patient's leg was positioned incorrectly, leading to a fracture. Despite the incident, the patient was eventually able to sit properly on the carino. It was confirmed that the brakes were engaged on both the sara stedy and the carino at the time of the event. Following the incident, the patient was transported by ambulance to a medical facility. X-ray examinations revealed a fracture in her left leg, and a plaster cast was applied. On the following day, an additional fracture was identified in her right leg. This report refers to the sara stedy device. A separate report concerning the carino was submitted under MDR 1419652-2025-00055.